Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the hemostasis valve of the dilator was leaking; if used in the anatomy, this has the potential for air leak into the patient. It was reported that during preparation of the steerable guiding catheter (sgc), the hemostasis valve of the dilator was leaking while flushing was performed. The valve was then tightened, but the leak continued. The device was not used in the anatomy and there was no patient involvement. A new sgc was used in the procedure. There was no clinically significant delay in the intended procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The steerable guiding catheter (sgc) was returned and the reported unstable dilator cap and the reported leak in the dilator was confirmed. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. A review of the complaint history identified one similar incident for dilator leak. The cause of the dilator leak was determined to be a misaligned silicone seal in the rhv. Further assessment of this issue was performed and corrective and preventative actions to address it are in the process of being implemented. Additionally, the performance of these devices will continue to be monitored.